Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not fitting with the transfer guard. The customer also reported that the reservoir needle was crooked. The customer reported that the reservoir had large air bubbles. The customer's blood glucose was 83 mg/dl at the time of incident. The customer stated that the air bubbles persisted after changing the infusion set. The customer stated that the insulin was stored at room temperature. The customer stated that they did not rewind the insulin pump while reservoir was placed. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs and performed testing. Checked the o-ring for defects and none were found. No air bubbles were noted. Also, performed visual inspection and the transfer guard's needles were found to not be parallel to the transfer guard's body axis.